Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient had a difficulty charging the ipg due to difficulty aligning the charger over the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post operatively.